Manufacturer narrative:
Please note that based on the information that indicated the angioguard could not be withdrawn because the retrieval device was unable to pass through the previously implanted stent, the event is no longer considered MDR reportable.

Manufacturer narrative:
Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were not positioned distal to the lesion being treated. Complete deployment of the filter basket was confirmed under flouro. Angioguard was sized larger than the vessel as instructed in the IFU. There was nothing unusual noted about the device prior to use. The device did not have to pass through a previously placed stent. The filter basket fully expanded with good wall apposition. No debris from the filter embolized due to the reported event. The patient did not experience any adverse event. The lesion was not tortuous and it was unknown if it was calcified. The residual stenosis was 20%. The patient was discharged the following day with no major adverse event. The information received from (B)(6) study indicated that the patient was admitted asymptomatic with an 80% stenosis in the proximal internal carotid artery. An angioguard rx embolic protection device was successfully deployed and a 5 x 40mm precise pro rx was deployed. The angioguard retrieval device was advanced, but the physician could not get the retrieval device to pass into the stent. The physician tried a number of maneuvers before the retrieval device was advanced into the stent retrieving the protection device, which was then removed. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were not positioned distal to the lesion being treated. Complete deployment of the filter basket was confirmed under flouro. Angioguard was sized larger than the vessel as instructed in the IFU. There was nothing unusual noted about the device prior to use. The device did not have to pass through a previously placed stent. The filter basket fully expanded with good wall apposition. No debris from the filter embolized due to the reported event. The patient did not experience any adverse event. The lesion was not tortuous and it was unknown if it was calcified. The residual stenosis was 20%. The patient was discharged the following day with no major adverse event. The patient's medical history includes hyperlipidemia, CABG, history of smoking, myocardial infarction and hypertension. Lr packaging l/n # (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02423884. This packaging lot contained 55 units, which were shipped from lake region medical on (B)(6) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The information received from (B)(6) study indicated that the patient was admitted asymptomatic and with an 80% stenosis in the proximal internal carotid artery. An angioguard rx embolic protection device was successfully deployed and a 5 x 40mm precise pro rx was used with no malfunction or major adverse event. The angioguard retrieval device was advanced, but the physician could not get the retrieval device to pass into the stent. The physician tried a number of maneuvers including trying to advance the sheath over the wire. He then placed a stiff glidewire and tried to advance over this. The physician then placed a 6-mm balloon. He angioplastied the proximal area of the stent hoping this would fix it to the artery. He then tried to pass the retrieval device once again and it would not pass. Dr. (B)(6) took the 6mm balloon and placed it in the stent. He inflated it to approximately 12 atmospheres completely occluding flow. The sheath was advanced to the balloon then deflated the balloon. The patient remained neurologically intact. Next the retrieval device was advanced into the stent and retrieved the protection device, which was then removed.